Manufacturer narrative:
If implanted, explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that pcb00 tecnis monofocal iol (intraocular lens) was stuck in the cartridge and would not advance. There was patient contact with the cartridge and the lens, but no incision enlargement, no vitrectomy was performed and no injury occurred. The procedure was completed successfully using a backup lens. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluated by manufacturer?: yes. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: based on the manufacturing records review and related documents the production order was manufactured according specifications. The functional tests were reviewed and no deviations were reported. The search revealed that one other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu sections provide the customer with information on proper lens usage and no update is required. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.